Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update on the field describe event or problem (b5). Also, correction to the initial MDR in block outcomes attrib to adv event (b2), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a pericardial effusion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a versacross connect for faradrive was selected for use. A cavotricuspid isthmus (cti) ablation was performed using a non-boston scientific ablation catheter to treat atrial flutter prior to the transseptal puncture. The non-boston scientific catheter was used with the faradrive sheath and versacross connect. After the cti ablation was completed a small pericardial effusion was noticed on intracardiac echocardiography (ice). The transseptal puncture was performed along with a pre-map using a non-boston scientfic mapping catheter, then ablation was performed using a farawave catheter. At this time the effusion began to grow, so a pericardiocentesis was performed. Over the course of a couple hours 1.4l of fluid was drained from the pericardium. The patient stabilized, and the procedure was completed. The patient was hospitalized after the procedure but is expected to fully recover. The device is not expected to be returned for analysis due to disposal. In the physician opinion, the patient experienced a pericardial effusion caused by a perforation in the right atrium before transeptal access was obtained. It was further confirmed that the transseptal was not difficult. No versacross malfunctions were reported. The physician did not think the versacross product caused the effusion. The patient is doing well. They have been discharged after about a week in the hospital. The wire, dilator, and sheath were inserted and then the wire and dilator were taken out so that the tactiflex was inserted into the faradrive sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a pericardial effusion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a versacross connect for faradrive was selected for use. A cavotricuspid isthmus (cti) ablation was performed using a non-boston scientific ablation catheter to treat atrial flutter prior to the transseptal puncture. The non-boston scientific catheter was used with the faradrive sheath and versacross connect. After the cti ablation was completed, a small pericardial effusion was noticed on intracardiac echocardiography (ice). The transseptal puncture was performed along with a pre-map using a non-boston scientfic mapping catheter, then ablation was performed using a farawave catheter. At this time the effusion began to grow, so a pericardiocentesis was performed. Over the course of a couple hours 1.4l of fluid was drained from the pericardium. The patient stabilized, and the procedure was completed. The patient was hospitalized after the procedure but is expected to fully recover. The device is not expected to be returned for analysis due to disposal. In the physician opinion, the patient experienced a pericardial effusion caused by a perforation in the right atrium before transeptal access was obtained.